Event description:
It was reported that during procedure, the wires are different. Additionally, it was noted that the sleeve was detached. The procedure was completed using an alternate device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: the sensor wire did not return for analysis, but media analysis was performed and it was observed that a comparison between two different wires, but the damage to the detached sleeve was not visible. With all the available information, boston scientific concludes that the reported event of sleeve detached was not confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. All necessary inspection was performed to ensure the integrity of the device for its used. Based on the information available and investigation results, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component.

Event description:
It was reported that during procedure, the wires are different. Additionally, it was noted that the sleeve was detached. The procedure was completed using an alternate device and there were no patient complications reported.